Manufacturer narrative:
Correction needed for implant date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior ICD replacement procedure, externalized conductors were observed trough x-ray on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure.